Event description:
It was reported that stent occlusion occurred. In (B)(6) 2013, a 10x68x75/ 7f wallstent rp endoprosthesis stent was implanted in the common bile duct. In (B)(6) 2014, the physician found an early stage occlusion within the stent and implanted another wallstent to resolve the problem. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).